Manufacturer narrative:
Correction: the reported event was confirmed by the service technician. During the visual inspection it was found out that a led lens was broken off. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during a procedure conducted at the healthcare facility the led cover disassembled from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the healthcare facility the led cover disassembled from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.